Event description:
It was reported that asymptomatic patient presented to the clinic for a routine follow-up. Externalized conductors were observed via diagnostic imaging prophylactically. No electrical anomalies were detected. The lead will be monitored.

Event description:
New information received notes that the lead was capped and replaced.